Manufacturer narrative:
(B)(4). The reported event on anchor plug fracture was confirmed via visual inspection. The product also underwent sem analyses and it was found that much of the surface had post fracture damage however the remaining visible fracture suggest a probable bending fatigue fracture. A material analysis confirmed the product material is consistent with the alloy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted, however a complete review could not be completed due to the limited information. Hcp reviewed an x-ray and noted that the implant was fractured and there was presence of lucency at the bone hardware interface. It was noted that the patient's bone quality was osteopenic. Over fit and size was appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product: compress ha spindle porous coat catalog # 178504 lot # 052740. Compress taper adapter catalog # 178711 lot # 916250. Oss diaphyseal segment catalog # 150468 lot # 792040. Unknown compress pins catalog # unknown lot # unknown qty: 4. Unknown tapered screw catalog # unknown lot # unknown. Unknown threaded nut catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2018-03141; 0001825034-2018-03142; 0001825034-2018-03143; 0001825034-2018-03144; 0001825034-2018-03145; 0001825034-2018-03146; 0001825034-2018-03147.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that pin fractured in patient¿s body. A revision surgery is planned to remove the piece of the device.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial knee arthroplasty, that the pin fractured in patient¿s body. Subsequently, the patient underwent a revision procedure approximately six months post-event date to remove the fractured pin. No additional patient consequences were reported.